Event description:
The patient is ventilator dependent. The patient was using the ventilator when it started alarming, the screen turned red and an alarm popped up saying "ventilator inoperative." The patient was switched to their backup ventilator. No patient harm.